Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was noise resulting in oversensing noted on the right ventricular (rv) lead due to suspected lead damage. There was no visual confirmation of any lead damage. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.